Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: unknown. Upn: unk-p-dbs-extension. Model: unknown. Serial: unknown. Batch: unknown.

Event description:
It was reported that the patient developed a local infection at the ipg site which was severe. The patient was admitted and underwent an explant of the ipg and the extensions. This patient is part of the (B)(6) clinical study.

Event description:
It was reported that the patient developed a local infection at the ipg site which was severe. The patient was admitted and underwent an explant of the ipg and the extensions. This patient is part of the vercise dbs clinical study. Additional information was received that the patient was discharged one week after the explant of the devices and the patient is recovering. The event was reported as having a possible relationship to the hardware and procedure and not related to the stimulation.

Event description:
It was reported that the patient developed a local infection at the ipg site which was severe. The patient was admitted and underwent an explant of the ipg and the extensions. This patient is part of the vercise dbs clinical study. Additional information was received that the patient was discharged one week after the explant of the devices and the patient is recovering. The event was reported as having a possible relationship to the hardware and procedure and not related to the stimulation. Additional information was received that the patient experienced discomfort and there was redness at the ipg site. A culture was taken the results indicated inflammatory results of hyperleukocytosis. The patient was treated with antibiotics. A cat scan was taken, and the results indicated no anomalies. At the time of the explant procedure the extensions were cut, and the part attached to the ipg was removed. The patient was born in 1950, the exact date of birth is unknown. The explanted devices were not returned to manufacturer. Additional information was received that the event recovered and resolved.

Manufacturer narrative:
Block a2: date of birth: 1950, exact date is unknown. Block h6: patient code: 3191: no code available is used as there is no corresponding FDA code surgery.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7071875. Product family: dbs-extension upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7058006.

Event description:
It was reported that the patient developed a local infection at the ipg site which was severe. The patient was admitted and underwent an explant of the ipg and the extensions. This patient is part of the vercise dbs clinical study. Additional information was received that the patient was discharged one week after the explant of the devices and the patient is recovering. The event was reported as having a possible relationship to the hardware and procedure and not related to the stimulation. Additional information was received that the patient experienced discomfort and there was redness at the ipg site. A culture was taken the results indicated inflammatory results of hyperleukocytosis. The patient was treated with antibiotics. A cat scan was taken, and the results indicated no anomalies. At the time of the explant procedure the extensions were cut, and the part attached to the ipg was removed. The patient was born in 1950, the exact date of birth is unknown. The explanted devices were not returned to bsn.